Event description:
The heartstart mrx was received at philips healthcare bench due to the device not recognizing pads. There was no reported patient involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.